Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a patient with annular calcification, a pre-implant balloon aortic valvuloplasty was performed. After the valve was fully deployed, the valve frame appeared compressed. The pigtail catheter was in the left ventricle for measuring hemodynamics; as it was withdrawn over the valve, the valve dislodged into the ascending aorta. The physician¿s attempt to snare the valve to the descending aorta was unsuccessful. Instead the valve was moved up to the ascending aorta, but would not anchor and moved in place. The physician chose to convert to open surgery and explant the valve from the ascending aorta. A non-medtronic valve was successfully implanted. Per the physician, the non-medtronic pigtail catheter may have caused the valve dislodgement. No additional adverse patient effects were reported.